Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information has been requested and received. (B)(4).

Event description:
A surgeon reported that one/two weeks after bilateral cataract surgery with intraocular lens (iol) implant, the right eye (od) developed chronic uveitis. Surgery was reported to have been performed one year ago, approximately. The condition was reported to be ongoing. Treatment with topical steroids and anti-glaucoma drops was provided to the patient and was ongoing at the time of reporting. Anti glaucoma eye drops were reported to be administered to control iop increase due to steroid treatment. Additional details were provided: when the anterior uveitis is active, the visual acuity drops to around 20/40, and the anterior chamber shows cells, not flare. The iol does not show debris or deposits. There is no development of posterior uveitis, no vitreous issues, and no cystoid macular edema (cme). The activation of the anterior uveitis was reported to occur once a month. After 1-2 weeks of steroids, the patient reported better visual acuity (around 20/20) and no symptoms of inflammation. One-two weeks after the steroids are removed, the inflammation is back. According to the reporter, steroid treatment could not be discontinued due to this. Yag-laser posterior capsulotomy was performed 2 months after surgery, and cleaning of the anterior chamber was performed 4 months after surgery to eliminate any cortex tissue left in the bag. A second cleaning of the anterior chamber was scheduled for (B)(6) 2015. The surgeon was considering iol explant. Additional information has been requested and received. Other relevant history: fellow eye: normal post-surgery condition.